Manufacturer narrative:
(B)(4). Medical products- vanguard cr ilok fem-lt, catalog # 183028, lot # unknown; vngd cr tib brg, catalog # 183420, lot # unknown; biomet cc I-beam tra, catalog # 141222, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported a patient underwent an initial total knee arthroplasty. The patient was noted to have a patella fracture requiring immobilization due to a fall.

Manufacturer narrative:
This report is being sent to relay additional information. The following sections have been corrected: the event was previously reported as device fracture. The event that occurred is patient bone fracture.